Manufacturer narrative:
The target nodule was in the right upper lobe. Instruments used during the procedure included a 21g flexision biopsy needle, cytology brush and a compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed and imaging was performed by c-arm fluoroscopy. The biopsy results found benign granulomatous inflammation. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. System logs are not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure. The ion procedure was completed without any issues, no malfunctions of ion systems or products occurred. The target lesion was 1.5 centimeters in size and near the pleura and fissure. While extubating, the patient had cough, decreased breath sounds on the right and required high amounts of oxygen. A chest x ray followed by an ultrasound were performed, and a new pneumothorax was discovered. The patient required chest tube placement and hospitalization. The physician believe that the device was contributory to the pneumothorax. The lesion was in a difficult location, flanked by the pleural and fissure. The pleural border indicators were reported to be helpful. The pleura could have been avoided if setting depth is an option. However, the biopsy forceps were deployed without a limiter. The physician reported that it could be user error contributing to it as well. The physician added that there was an issue of marking the airway to the lesion as it appeared to have terminated prior to the lesion. During the procedure, the airway extended further down thus making the location of the lesion difficult to determine. The event would have likely occurred with CT-guided biopsy.